Event description:
Lab results from (B)(6) 2024 confirm bacteria levels to be outside of cardioquip specifications. The customer is requesting the internal water pathway replacement procedure to remediate bacterial contamination.

Manufacturer narrative:
A cardioquip customer submitted photos of tubing to epidemiology. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that either, (1) the customer reperform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) have the device receive an internal water pathway replacement or, (3) participate in cardioquip's trade in program. The customer choose to perform an internal water pathway to repair the device. The device was returned to specification via an internal water pathway replacement. Following the repair, the device passed inspection and is fully functional.